Manufacturer narrative:
(B)(4). Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the patient experienced hyperglycemia with blood glucose (bg) measurement of 500 mg/dl while on insulin pump therapy. It was reported that the patient did not require medical assistance because of the high bg and the bg values normalized quickly. The distributor alleged the pump experienced frequent loss of prime without a known cause. The distributor reported that the pump emitted nine ¿pump not filled¿ warnings despite changing the ¿accessories¿. The distributor further reported an issue with motor noise. This complaint is being reported because the patient allegedly experienced hyperglycemia related to loss of prime while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the black box indicated loss of prime warnings had occurred. The pump successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours; a loss of prime alarm occurring during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Investigation revealed that the force sensor was out of calibration. The pump was opened and a force sensor flex pin was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.